Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 660 mg/dl. Customer had symptoms of nausea and vomiting blood. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump and insulin pump failed self test beep section. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/no delivery test, excessive no delivery test and displacement test. Unit received with audio / beep alarms working properly. No audio / beep anomalies noted. Unit received with minor scratched lcd window.